Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. After two weeks of treatment, the patient had not yet recovered from the peritonitis. Peritoneal dialysis therapy was ongoing but the patient was expected to be placed on hemodialysis as a result of the ongoing condition. Additional information is not available at this time.